Event description:
It was reported by the pt that the pt underwent a posterior spinal procedure. Approx 3 years post op, it was noticed that the rod was broken on a CT scan. The pt reported having leg pain associated with back pain. Pt is scheduled to see a neurosurgeon to decide if a version surgery will be needed.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.